Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with its pusher assembly. The introducer sheath had coagulated blood inside. Conclusions: evaluation of the returned pod6 revealed a functional device. During the functional test, resistance was encountered while attempting to advance the pod6 pusher assembly through its introducer sheath due to coagulated blood inside the introducer sheath, and pod6 could not be advanced any further. The distal tip of the introducer sheath was cut off by the penumbra investigator to remove the harden coagulated blood. The introducer sheath was then flushed, and the pod6 was advanced out of its introducer sheath, and through a demonstration lantern without an issue. The root cause of the reported complaint could not be confirmed. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a pod coil and a lantern delivery microcatheter (lantern). During the procedure, while advancing the pod coil at the distal end of the lantern, the physician experienced resistance; therefore, the pod coil was removed. The procedure was completed using a new pod coil and the same lantern. There was no report of an adverse effect to the patient.